Event description:
During an angioplasty procedure of a lesion located in the biliary tree, it was noticed that bile had leaked into the balloon as the balloon was being deflated. The pt was a female (age unk). The vessel characteristics are unk. The product was prepared and clinically used as per the IFU. The physician had no difficulty accessing the lesion with a guidewire. An indeflator was used in the procedure. After the balloon had ruptured, the physician carefully removed the balloon from the pt, and another balloon was used to successfully complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.